Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the unit will no longer heat. The unit was being pre-tested prior to use on a patient. The heater had to be switched out for another heater.